Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an error message with the adc device. The caller reported that due to this issue, the customer experienced cold sweat, hypotension, and loss of consciousness. The customer was taken to hospital for treatment. However, the caller did not provide further details. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported an error message with the adc device. The caller reported that due to this issue, the customer experienced cold sweat, hypotension, and loss of consciousness. The customer was taken to hospital for treatment. However, the caller did not provide further details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid serial or lot number was not provided for the strips. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.